Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was positioned, making contact with the tissue, and the helix was still retracted. The proximal portion of the lead was then connected to the device. The physician elected to reposition the lead, but found the helix extended. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the fixation part of the lead was open. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.